Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices from each of the pouch lots associated with the reported kit lot with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: cannot be duplicated with retains source: phone.

Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapida antigen testing. An additional consumer event was communicated and is captured on a separate report.